Event description:
It was reported that during sterile processing, it was observed that the attachment device fell apart into four pieces. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device came apart. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to loctite degradation and worn components from normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.